Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/21/2019. The manufacturer¿s international service technician replaced the power switch overlay to address the reported problem.

Event description:
During preventive maintenance, a faulty power switch overlay was found. There was no patient involvement.